Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/30/2016 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced a blood glucose (bg) reading over 500 mg/dl. The reporter also indicated that the patient required treatment from his or her healthcare provider and discontinued insulin pump therapy. No further information was provided by the reporter. Customer support has made several attempts to contact the reporter in follow-up; however, no additional information was obtained. If additional information is provided, a follow-up report shall be submitted. This complaint is being reported because the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available total daily dose values did add up to accurately reflect the user programmed rates. A delivery accuracy test was performed and passed with the pump delivering within the required range. The complaint was not duplicated, and no defect was found. (B)(4).